Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post paced t wave oversensing. On (B)(6) 2017, the patient presented in clinic for follow up. The device was reprogrammed. The patient remained asymptomatic.